Event description:
The lay reporter/mother contacted lifescan (lfs) in 2006 alleging high readings on her daughter's one touch ultrasmart meter. A medical affairs specialist (mas) sent follow up questions and obtained the following information from the patient's father: in 20006 at un unspecified time, the patient ate dinner, which consisted of 70 grams of carbohydrates. Sometimes in the middle of the night, the patient woke up feeling shaky. She tested her blood glucose and obtained a 19.0 mmol/k (342 mg/dl). She took 3 units of humalog insulin after obtaining 19.0 mmol/l. The father does not know whether the 3 unit she took was based on set amount or a sliding scale. She did eat or drink anything after taking the insulin. An hour later, she was still symptomatic and tested her blood glucose on her ultra, and obtained a 2.1 mmol/l (37 mg/dl.) Based on the 2.1 mmo/l reading, she drank some orange juice. Father does not know how soon after drinking orange juice, she felt better or whether she retested her blood glucose reading after the 2.1 mol/l reading, since his wife was taking care of the patient at that time. The patient's physician was not contacted during or after the event. There is no information on what her blood glucose readings were prior to the event, since the patient's meter currently does not power on and the father does not know whether she keeps a logbook of her readings. The meter powered off on monday while on the phone with the customer care advocate (cca). The patient has a back up meter in the meantime to test her blood glucose. Approximately 2-3 weeks ago at an unspecified time, the patient compared her lfs meter to her other meter. At the time of testing on both meters, she felt shaky and weak, lfs meter read 8.2 mmol/l (147mg.dl). She took 2 units of humalog insulin based on the lfs meter reading. An 11/2 hours later she compared the reading of 8.2 mmo/l on the lfs device to a reading of 2.7 mmol/l (48 mg/dl) on her other meter. Based on the ascencia meter, she had snack and drank some juice. Readings prior to the event were "normal". No information on what meter she used to test prior to the event where she obtained "normal" readings. The test strips were in good condition and not expired. The patient had been cleaning the puncture area incorrectly; however, the technique of applying blood on the test strip was correct. Cca sent the patient a replacement meter. The complaint is being reported because the patient's symptoms of felling shaky did not correlate with her lfs meter. The patient took insulin based on the lfs meter reading and was still symptomatic. 1 1/2 hours later. She retested on her other meter and her reading on the meter matched her symptoms and treated

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.